Manufacturer narrative:
A supplemental MDR is being submitted for patient's status. The following section of this report has been updated: h10 (narrative text). The patient was discharged and recovering at home. In addition, the sapien 3 valve was explanted; however no valve was implanted.

Manufacturer narrative:
Additional information provided by the physician indicated the patient is stable, walking and recovering. He developed pancreatitis but would be soon discharged home.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU), valve malposition and valve embolization requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Per report, the valve malposition and subsequent embolization was likely caused by patient factors (moderate annular calcification, blood pressure). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during deployment of a 26mm sapien 3 valve, the valve was deployed 90:10 (ventricular/aortic). With every blood ejection the valve moved down until it finally embolized into the ventricle. As a second 26mm sapien 3 valve was prepared and crimped, the patient was referred to surgery and the valve was explanted. At the time of the report, the patient remains admitted to the hospital. It is perceived that the valve malposition (90:10) and subsequent valve embolization into the ventricle was likely caused by a combination of the patient¿s blood pressure and annular calcification. The patient had moderate annular calcification.